Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, tit was reported that the patient said that her husband drove her at the hospital because she was vomiting, sick, dizzy, sweating. She checked her sensor before they arrived at the hospital and was getting 50 and bg was at 505 then she removed the sensor and changed it with a new one. She said she has taken insulin through her insulin pump omnipod dash. She is unable to tell the bg and cgm readings taken at the hospital. She was treated with insulin and IV drip. She was discharged on (B)(6) 2025 and said her bg reading was at 168 and did not check the cgm reading. She is now feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.